Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus (B)(6). The evaluation at (B)(6) confirmed the occurrence of error e433. This error message, which in the case at hand was caused by a defect of the high voltage power supply board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. Furthermore, a damaged front panel was detected during the evaluation at (B)(6). This damage was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed: model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during an unspecified procedure, the esg-400 hf generator issued error message e433. However, the intended procedure was successfully completed using the same set of equipment and there was no report about an adverse event or patient injury.